Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Correction: suspect medical device: the initial report was inadvertently submitted against the pump. The suspect medical device has been changed to the insulin cartridge. Brand name: animas insulin cartridge, device name: insulin pump cartridge, mfg date: (B)(4), PMA/510k number: k032257.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a loss of prime issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.